Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9275467, medical device expiration date: 2024-09-30, device manufacture date: 2019-10-02. Medical device lot #: 9240162, medical device expiration date: 2024-08-31, device manufacture date: 2019-08-28. Investigation summary: 93 samples were received. No photos were provided. They came in the sealed packaging blister. Visual inspection was performed. They are damaged at the 35ml mark area. It could have happened a jam during the assembly process in one of the conveyors inducing this barrel damage and was not detected in the next processes. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot #s 9275467, 9240162 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of these batch #s. Root cause description: syringe assembly process. It could have happened a jam during the assembly process in one of the conveyors inducing this barrel damage and was not detected in the next processes. Rationale: CAPA not required at this time.

Event description:
It was reported that 91 syringes 60ml ll tip 1ml 2 oz in 1/4 oz experienced a failure of product to contain blood/medication and device damage/deformation -device still operable. The product defects were noted prior to use. The following information was provided by the initial reporter: material no.: 309653 batch no.: 9275467 , 9240162. We have found many 50ml syringes item # 309653 with dents / cracks in the side of the barrel. Some of them are severe enough to prevent the plunger from being drawn back. We have 87 from lot # 9275467 and 4 from lot # 9240162 so far.